Event description:
The customer started having an issue with display and possibly the ECG data display. No pt info is available.

Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.